Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to erosion and infection. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.